Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump generated a fiber optic sensor failure message. The customer stated that the lumen will not aspirate or flush and asked for troubleshooting tips. The getinge representative advised them to use an alternate arterial line. They had already connected the radial arterial line transducer to the pump, but disconnected it earlier because it was reading "20 points lower than the bedside". They were then advised that this often happens when comparing pump to monitor and the reason why was explained to them. Once they reconnected the radial to the pump they agreed that earlier, the monitor systole was very nearly the same as the pump augmentation. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).